Event description:
In an article which biosense webster already reported under report # 9673241-2014-00312 on 9/18/2014, after investigation on 9/12/2014, the author of the article mentioned, that (B)(6) years old male experienced pericardial effusion. There is no more additional information. Therefore this report will be submitted to document this patient¿s specific injury. In addition there were serious adverse events (these events will be reported separately): - patient # 1 ((B)(4)): transient ischemic attack; - patient # 3 ((B)(4)): pericardial effusion; - patient # 5 ((B)(4)): pericardial effusion; - patient # 8 ((B)(4)): cerebrovascular accident; - patient # 9 ((B)(4)): pericardial effusion; - patient #10 ((B)(4)): pericardial effusion; there are other non-serious ae¿s events: - patient # 2: hematoma; - patient # 4: hematoma; - patient # 6: hematoma; - patient # 7: hematoma; there were no device malfunctions reported in the publication. The original article: article title: safety of new oral anticoagulants for patients undergoing atrial fibrillation ablation. Per a report in the journal j interv card electrophysiol (2014) 40:33¿38, a retrospective analysis on 301 patients who were referred for cardiac ablation of af between january 2011 and september 2013 by dr. Stepanyan, division of cardiology, department of medicine, university of california, san francisco et al., to evaluate the risk of bleeding and te complications associated with new oral anticoagulants (noac), dabigatran and rivaroxaban, noac use during af ablation. Followed up for at least 30 days for procedural complications.

Manufacturer narrative:
(B)(4). From the report there were two thromboembolism events, one case of multiple cerebral emboli detected on CT in a patient with vertigo following ablation and one tia. There were 17 bleeding events (large hematoma n=4; pericardial effusion n=6. (Of the six pericardial effusions, three required drainage); persistent hematuria n=1; pseudoaneurism n=6). Of the six pericardial effusions, three required drainage. There are no other non-serious ae¿s events or device malfunctions reported in the publication. Suspected device is thermocool /thermocool sf model and catalog number is not available. The concomitant products: 8-f acunav¿ ultrasound catheter. Other non-bwi were used in this clinical trial intracardiac echocardiography (ice) [ a 9-f ultra ice¿ catheter (boston scientific, (B)(4)); irrigated 4-mm tip ablation catheter (chilli ii (boston scientific, (B)(4));sl1 sheath (st. Jude medical, (B)(4)) and agilis¿ steerable introducer sheath (st. Jude medical, (B)(4))."